Event description:
Pt reporting issues with both her pumps. Pumps sn (B)(4) (05/27/2017) has been switching on and off for months and pt has just been using other pump. Pt's other pump (sn (B)(4), 06/09/2017) started showing error message battery depleted despite pt charging batteries multiple times. The pump with battery issue is currently working but we will send a new pump. Advised that is pt has issue with pumps before new pumps arrive pt will need to go to hospital. No other info available. Dose or amount: 7.576 ng/kg/min, frequency: continuous, route: sq. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: pah.